Event description:
Capture study event. Device malfunction: none. Symptoms/ae: stroke, partial hemianopia. Time of symptoms/ae: 1-day post-procedure. It was reported that the patient underwent left internal carotid stent placement and one day post-procedure he showed symptoms of a stroke (partial hemianopia). The condition was reported as a continuing and improved. The patient was discharged to home on may-25-2006. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor.